Event description:
It was reported that when the patient presented in clinic for follow-up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made. Patient is doing fine.